Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted hiatal hernia surgical procedure, smoke was coming from the yellow plastic part of the permanent cautery hook (pch) instrument. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the instrument and cannula were inspected prior to use. The cauterizing task and monopolar coagulation energy were performed when smoking event occurred. The instrument was used for 10 minutes before the smoking event occurred. Fenestrated bipolar forceps and cadiere forceps instrument were in use when the smoking event occurred. The instrument tips did not collide with any other instrument or tool during procedure. The instrument was in contact with tissue when smoke occurred.

Event description:
Refer to h11 for follow-up information.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery hook instrument was found to have thermal damage on the monopolar yaw pulley at the distal clevis. Material appears to have burnt off from the charring that occurred near the distal clevis. A visual inspection of the conductor wire does not show any damage to the insulation. The instrument failed the electrical continuity test. Components adjacent to the yaw pulley do not show thermal damage. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause of the thermal damage is primarily attributed to the use conditions of monopolar energy if the lowest power or effect setting possible is not used for the minimum time necessary to achieve the desired effect.